Manufacturer narrative:
B2 date of death and b3 date of event: data was provided for events recorded (B)(6) 2019 -(B)(6) 2023. (B)(6) 2019 selected as the earliest possible date of event and date of death. Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc.

Event description:
Boston scientific performed a retrospective data analysis on mamba using the pinc ai healthcare database from premier. Patients are identified through use of mamba as identified in charge master billing. Adverse events were identified through the respective cpt/ICD-10 coding. The procedures were performed from january 2019 to december 2023. These analyses are being performed as a specific activity to assess safety and performance rates associated with the subject device. Mamba outcomes were assessed against asahi corsair pro, caravel microcatheter, teleflex turnpike catheter, and terumo finecross mg coronary micro-guide catheter. Rates of the adverse events including death, vessel trauma, myocardial infarction (mi), stroke, abrupt closure, bleeding, embolism, cardiac tamponade, pericardial effusion, arrythmia, and acute renal failure are reported below. A total of 2,272 patients who underwent a procedure using a mamba microcatheter device were included in the study. The following is a summary of those results over 5 years (2019 -2023): mortality rates for mamba cases: 14 out of 2,272 patients resulting in a rate of 0.62%, compared to the competitor rate of 0.24%-1.41%. Mortality rates for mamba fall within the range of or lower than those of the competitors in years 2020-2023. Rates for mortality are therefore comparable to or are lower than those of the competitive products and are therefore acceptable.